Manufacturer narrative:
On december 22, 2020 additional information received indicated that the patient had the devices explanted without replacements on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 16, 2021 indicated that the postoperative diagnosis showed that both implants were intact, and there was bilateral capsular contracture grade ii. Suspect device received on march 23 2021. Device evaluation completed on march 28, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced bilateral baker¿s grade unknown capsular contracture, right sided rupture, pain and lump post procedure. MRI examination confirmed right side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on march 3, 2021 indicated that date of device explantations changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).